Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. No physical units were received for evaluation in relation to this complaint; however, photographs were provided by the customer in relation to this reported event. In the photos provided, the fluid appears to be a black particle in the vial as reported by the customer. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. The actual device was not returned, therefore, the cause cannot be determined.

Event description:
The customer reported that during preparation for the procedure with the hepasphere, after reconstitution, there were black particles in the vial. There was no reported patient injury.